Event description:
It was reported that the patient¿s blood pressure dropped sharply while the implant site was being closed. An echocardiogram revealed a cardiac perforation from the right ventricular (rv) lead, leading to a posterior cardiac pleural effusion and cardiac tamponade. A pericardial window was performed with normalization of patient blood pressure. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).